Event description:
"S/p b subgl periareolar dc gel implants (? Size) for augmentation. Pt had some involuntal atrophy at time. Denies h/o trauma or decreased size but + closed capsulotomies early on x2 (late 70's). C/o 6 mos pain (burning) in breasts, l greater than r. Also c/o systemic probs including arthralgias (+ am stiffness), myalgias, dysesthesias, paresthesias, spasms, numbness of tongue/face, chronic fatigue, swollen glands, low grade fevers, hot flashes, headaches, tmj probs, visual disturb, dizzy spells, memory probs, dry nose, oral sores, rash on l breast from sun exposure, sens to chemicals, sob, cp, choking sensation, wgt gain, gi/gu probs. Pt is otherwise healthy."